Manufacturer narrative:
Corrected typographical error of the word "initial".

Manufacturer narrative:
This report is one of two reports based on two events that occurred on the same day. This report is related to MDR# 2050012-2011-08237.

Event description:
Customer reported that one patient was treated based on the initial potassium (k) result.

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous electrolytes results for thirty-two patients. Customer reported that the erroneous results were reported outside the laboratory. Customer reported that the samples were rerun and the results were amended. Customer reported that one patient was treated based on the initial potassium (k) result. Customer reported that the patient was given 40 meq of potassium based on the initial k result. There was no report that the patient was adversely affected by the treatment. A separate report is filed for the patients who did not receive medical treatment (MDR #2050012-2011-08237 ) . Customer reported to bec field service engineer (fse) that they had run maintenance prior to the event. The fse found the quality control (qc) was low out of lab-established ranges. The fse found the samples were run even though qc was out of established ranges. Recalibration after the event gave successful recovery. The fse verified performance of the instrument.